Event description:
It was reported that the device is draining the batteries of charge when the device is off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported problem. Physio replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.